Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter ptfe (polytetrafluoroethylene) inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was returned with a stent deployed within the shaft. The catheter shaft was kinked/bent. The catheter distal tip was flat/crushed. The stent was located approximately 5cm from the proximal end. The catheter was cut in order to remove the stent. What appears to be catheter polytetrafluoroethylene (ptfe) inner lining was wrapped around the stent. During functional inspection a0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed, a 0.0158" patency mandrel was unable to be advanced through the microcatheter due to the presence of the stent. Friction was noted at the damaged areas of the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that when the stent was being advanced into the subject microcatheter, the physician found that it could not be pushed further. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner layer was damaged when resistance was felt advancing the stent during the procedure. There may have been friction due to some procedural factors during use. An assignable cause of procedural factors will be assigned to the reported and analyzed event: 'catheter shaft friction' as well as the analyzed event 'catheter tip flat/crushed', 'catheter shaft kinked/bent', 'catheter shaft blocked/occluded' and 'catheter ptfe inner lining peeling' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.